Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that both visual and audible alarming was being experienced with the driver. The vad coordinator was instructed by the MFR's clinical to check all settings and cables for any compromise. It was reported that the rvad was not pumping so the team was instructed to hand pump both the rvad and lvad and place the pt on the back up dual drive console.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.